Manufacturer narrative:
Corrected and or additional information is included in the following sections: b5, d1, d3, d5, e2. Additional information is included in the following sections: h6 annex b, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-oct-2022 to 08- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rss malfunction led to the issue. A technical support specialist logged on to the station uninstalled and reinstalled the remote support service to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system stuck on carefusion screen and med application was not launched when getting set up for surgery. The customer stated that user prevented access from medications and unsure about the delay in the surgery schedule. The customer mentioned that user was able to made device function again before they needed it in surgery . There were no adverse events or injuries reported based on this incident. Additional information: the customer confirmed at a later date that there was no delay to patient care because the station was up and running before it was needed.

Manufacturer narrative:
Section b5 - updated the describe event or problem section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update : upon investigation of the actual device used in the incident , it was determined that the device was stuck on the carefusion screen and the medication application was not launched. A technical support specialist logged on to the station and uninstalled/ reinstalled the remote support service to resolve the issue . The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
This supplemental report is being submitted to provide additional clarity to the reported event. The customer confirmed at a later date that there was no delay to patient care because the station was up and running before it was needed.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system stuck on carefusion screen and med application was not launched when getting set up for surgery. The customer satted that user prevented access from medications and unsure about the delay in the surgery schedule. The customer mentioned that user was able to made device function again before they needed it in surgery . There were no adverse events or injuries reported based on this incident.